Event description:
It was reported that a scoliosis patient underwent an unknown spinal procedure from t3-l4. At an unknown time post-op, it was reported that a rod was broken. A revision surgery was done to explant and replace the broken rod. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images show that this is a case involving an ehlers-danlos patient who are typically very flexible creating extreme stress on the rods. The construct is left long proximally, but is otherwise in satisfactory position. The preoperative curve is extreme both in scoliosis and kyphosis. Subsequent films show fracture of both rods at the thoracolumbar junction with recurrence of kyphosis.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod breakage. Microscopic examination of the fracture surface identified beach marks and progressive striations, which are indicative of cyclic fatigue. Dimensional inspection rod diameter confirms conformance to print specification. Multiple sub-critical cracks are noted near the fracture surface, which suggest very level of loading in this region. No material damage noted on adjacent surface to crack propagation which could contribute to crack propagation. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue.